Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse indicated that he replaced a clogged white blood cell (wbc) mixing bubble check valve to resolve the issues with qc values. The system performance was verified per established service procedures. (B)(4).

Event description:
The customer reported that there were high red blood cell (rbc) and hemoglobin (hgb) values on quality control (qc) samples run on a coulter act diff 2 analyzer, and a service visit was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.